Manufacturer narrative:
Is being corrected from life-threatening to other serious.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci distributor that a pt underwent a catheterization procedure (date unk). Hemostasis was successfully achieved at the time of the procedure. Approx one week after the procedure, a hematoma had formed. Bleeding and/or swelling, was noted either far up into the abdomen or down the leg toward the knee. No further info is available.